Event description:
It was reported that the temporary pacer locks up once it is turned on. The device was returned for repair. There is no patient involvement reported. Upon follow-up, it was reported that the instrument complication occured during testing. There was no patient involvement.

Event description:
It was reported that the epg (external pulse generator) locks up once it is turned on. Follow-up information received found there was no patient involvement. The issue was found during routine preventative maintenance testing.

Event description:
It was reported that the temporary pacer locks up once it is turned on. The device was returned for repair. There is no patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lower case, two side bail covers, and battery drawer were found to be broken and battery contacts compressed.